Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a food bolus of 18 units of insulin. However, the customer then tested with the blood glucose meter, and programmed an additional bolus of 25 units into the pump, and began delivery of the second bolus dosing. The customer realized that insulin was being stacked, and suspended the bolus delivery, and requested assistance from tandem technical support on determining the amount of insulin that had been delivered from the unintended bolus dosing of 25 units. Review of the bolus history by tandem technical support showed that the full 18 unit bolus had been delivered; however, the customer did not receive any insulin from the second bolus. There was no reported impact to the customer's blood glucose level.